Manufacturer narrative:
(B)(4).

Event description:
It was noted on three occasions that there was a subcutaneous effusion: (B)(6) 2010, (B)(6)2010, (B)(6) 2010. The fluid was drained and pump system remains in service. Physician commented, the system is not related to the observation, although, it is unclear whether it is related to the procedure or to the pt.